Event description:
The surgeon has attached the instrument to a pre-firing phase. While turning the adjusting knob, the lights on a tissue compression scale were on. When the surgeon pressed the firing trigger, the illuminated green checkmark has appeared but there was no audible feedback that should inform the surgeons that the firing of the device has been done. When they have disassembled the device, they have seen that the device did not fire so they have used another instrument. There were no patient consequences. Procedure: gastrectomy.

Manufacturer narrative:
(B)(4). Batch # 322a59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.